Event description:
Procedure type: inguenal hernia repair. According to the rptr: balloon came detached from the trocar when removed from the pt. Didn't notice the balloon was still in the pt until several mins later and it was retrieved. Another device was used. There was no report of pt injury, unanticipated blood/tissue loss, or extended operating room time.

Manufacturer narrative:
(B)(4).